Event description:
The device was used in a sca event. The user stated that the pad device never progressed beyond the "place pads" verbal command.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2013 and that it had performed to spec up to (B)(4) 2013. The device was used in an event which lasted for just over 3 minutes. During the event the device detected impedance measurements fluctuating between 19 ohms and 268 ohms. The operating impedance range for the 300p device is between 20 and 230 ohms. During the 3 minute event the device issued the 'check pads' prompt 35 times. This would indicate that the device determined that the electrode pads were not properly attached. The returned device was tested and the test therapy was delivered without fault. The device was detection range. The input and output values were consistently within tolerance. The device was stress tested by being subjected temperatures up to and including 55 degrees centigrade . The results confirmed the ability of the device to measure impedance confirmed the ability of the device to measure impedance accurately throughout the range even under the stress of elevated temperature. Further testing was carried out in an attempt to re-create the fault. The device was still able to read an ECG trace. The device was disassembled and after a thorough inspection, no fault of any kind was found. The device performed to spec. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.